Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique with a prostyle device via a small bore sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, when a plunger was withdrawn, the suture didn¿t follow with and a cuff miss occurred. It was reported that when the plunger was depressed, resistance was met and it wasn¿t able to be pushed until its collar makes contact with the proximal end of the body. The suture of a new prostyle was successfully pre-placed. The sheath was not upsized. The pci procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of device.